Event description:
Three instances of glare shields coming detached from the c-view system display bezel have occurred.

Manufacturer narrative:
The failures occurred at the following sites: (B)(6). (B)(6) complained of report that the shield ¿fell¿ off the c-view monitor this morning. It ¿brushed¿ the patient on the way down and smashed on the floor. No one was hurt. (B)(6) medical center complained that ¿shield fell off the display. It was stated that the customer was moving the display by the shield vs. The handles or the bezel.¿ (B)(6) university hospital complained that the ¿shield fell off the display. A large crack was created down the middle and the binding corners are also cracked.¿ investigation by carrot medical confirmed that the method of attaching the glare shields to the bezel with adhesive is not sufficient. Users have incorrectly been pulling on the glare shields to position the display rather than the handles provided on the display itself. Most glare shields in the field have been secured mechanically. The shields that failed were not secured mechanically, but rather adhesively. All those shields secured with adhesive are being retrofitted with a mechanical attachment method. Adhesive is no longer used on new systems.